Event description:
(B)(6). It was reported that embolization occurred. The patient was enrolled in the study in december 2013. The target lesion was a de novo lesion, located in the l common femoral with 100 % stenosis and was 5 mm long with a reference vessel diameter of 8 mm. It was treated with pre-dilatation and the jetstream navitus system. Residual stenosis percentage was not provided. That same day, the patient experienced a distal embolization requiring a separate intervention.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).